Event description:
Technician alleged that the brakes would hold, but the brake casters would ratchet. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.